Manufacturer narrative:
(B)(4). The ap radiographs and the mediolateral radiograph show that the tibial tray is short of the medial edge of the tibial plateau. The oxford partial knee surgical technique states that the medial edge of the tibial tray should be flush with (or have less than 2 mm overhang from) the medial edge of the tibial plateau. The second ap x-ray and the mediolateral x-ray show that the femoral component is articulating directly with the tibial tray. Furthermore, there is debris visible posteriorly in the joint space in the mediolateral x-ray, likely to be the radiographic marker ball. This suggests the anatomical bearing had fractured when these x-rays were taken. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent a revision of the right knee due to pain. It was found that the oxford medial 4mm poly bearing was snapped into three pieces internally. Subsequently, the implant was removed and replaced.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent a revision of the right knee due to pain. It was found that the oxford medial 4mm poly bearing was snapped into three pieces internally. Subsequently, the implant was removed and replaced.